Manufacturer narrative:
Reporter is a synthes employee. Part number:311.43. Synthes lot number: 5373985. Supplier lot number: n/a. Release to warehouse date: december 6, 2006. Expiration date: n/a. Manufactured by synthes brandywine no ncrs were generated during production. Review of the device history record showed that there were no issues during the manufacture of this product, and any subcomponents, which would contribute to this complaint condition. Visual inspection: the handle with quick coupling, small (p/n: 311.43, lot #: 5373985) was returned and received at us customer quality (cq). Upon visual inspection, no issues were observed with the returned device. Functional test: the overall functional test was not performed as the device was returned by itself. However, the end cap was able to be disassembled from the device when a slight resistance was applied which caused the complaint condition and the coupling feature of the device was observed to be loose. Can the complaint be replicated with the returned device? Yes. Dimensional inspection: a dimensional inspection was not performed as the internal components were inaccessible without destruction of the device. Document/specification review: based on the date of manufacture, the current and manufactured revision of drawings were reviewed. Tap handle for small taps and csk tap handle. Complaint confirmed? Yes, the device received fell apart. Hence confirming the allegation. Investigation conclusion the complaint condition was confirmed for the handle with quick coupling, small (p/n: 311.43, lot #: 5373985). There is no indication that a design or manufacturing issue has caused the complaint condition and hence the root cause cannot be determined. The potential cause could be due to unintended forces applied to the device. Based on the investigation findings, it has been determined that no corrective and/or preventative action is proposed. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post market safety surveillance activities. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that on a unknown date, during routine inspection of the lcp distal fibula plate loaner set, the wooden cap for the small handle w/ quick coupling would not stay on the handle. There was no patient or procedure involvement. This report involves one (1) handle with quick coupling, small. This is report 1 of 1 for (B)(4).